Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital policy.

Event description:
Fracture of size 5 11mm ps poly insert trial upon impaction.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown trial instrument was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Fracture of size 5 11mm ps poly insert trial upon impaction.